Manufacturer narrative:
(B)(4).

Event description:
Customer has had for 2 weeks and used everyday with no problems. End user placed in microwave for 1 minute, laid flat in microwave and went to brush his teeth in bathroom. Microwave is in the bedroom and when wife looked over she saw the microwave was on fire. He then took microwave and threw in the bath tub. The instructions state the following: microwave bed buddy for 30 seconds at standard power. Do not leave bed buddy unattended while heating. Microwave heating times vary - do not overheat. If higher heat is required, continue microwaving in 15 second intervals. Do not exceed 1 minute total heating time. The end-user did not follow the heating instructions and overheated the device by 30 seconds and he walked away and left the device alone while heating.